Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. 510k: this report is for an unk - extraction instruments/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery for proximal femur fracture on trochanteric with the products in question. In the surgery, the end caps in question did not fit and the surgeon felt something uncomfortable with the blades (85 mm) in question, so all the nails were also removed. A new blade was opened because cement was stuck in the blade due to the use of agmt (the nurse opened the 90 mm because he or she did not know there were 2 sets). The surgeon inserted the nail and attempted blade insertion, but the blade got stuck just past the hole in the nail. He replaced it with an extraction device and used a slide hammer, but could not extract it. At the surgeon's discretion, the obturator was split with a chisel and the entire nail was removed. New nails and blades were opened and installed. The obturator was threaded and the surgery was completed. The surgery was completed successfully with 60 minutes surgical delay. On (B)(6) 2024, the sales rep visited the surgeon. The surgeon commented the followings. During the initial blade insertion, the blade was not attached to the inserter in question and was simply driven in. He progressed from agmt to end caps without realizing that the blades were installed in odd positions. When the end cap was not inserted, he noticed the discomfort and performed the extraction, but performed the operation without properly releasing the locking mechanism, and in that state, a new blade was driven in, so the feather part of the locking mechanism must have gotten stuck between the nail and the blade. Damaged feather part emerged from the removed implants. It is a technical problem that was not caused by the product, but by improper use. The patient's greater trochanter was split during the extraction, which increased the risk of a reduced fixation and cutout. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.